Manufacturer narrative:
The conclusions are as follows: - the egm desynchronization has been confirmed. - some episodes are affected as well (impossible to read them). - both events are due to the same root cause: data corruption. Since all the corrupted bits cannot be clearly identified, the exact root cause cannot be determined. Nevertheless, the most likely hypothesis is radiation exposure such as radiation therapy. - through the device interrogation with the programmer, several bits have been updated and can explain why the syncope was not seen anymore. - nevertheless, it cannot be guaranteed that all of them have been updated. - therefore, it is recommended to perform a hardware reset to force the device¿s re-initialization. It should be highlighted that in case of a new radiation exposure, this phenomenon could occur again. - based on the available information, the issue is not related to a device malfunction. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the patient came in suffering from near syncope. Lead impedance and threshold were correct. The r -wave was rather small. In addition, there was an error in reading episodes. The ventricular egm and markers are not synchronized. There is a strange ECG in "deel 3". Is there a ventricular capture failure in "deel 3".

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient came in suffering from near syncope. Lead impedance and threshold were correct. The r -wave was rather small. In addition, there was an error in reading episodes. The ventricular egm and markers are not synchronized. There is a strange ECG in "deel 3". Is there a ventricular capture failure in "deel 3"?

Manufacturer narrative:
Following the hardware reset procedure done on (B)(6) 2024, new information has been provided: the patient has been shocked by an electrical fence. Therefore, a deeper analysis has been performed with the following conclusions: the patient files analysis led to the following observations: - the egm desynchronization has been confirmed. - some episodes are affected as well (impossible to read them). - both events are due to the same root cause: data corruption. - it has been recommended to perform a hardware reset to force the device¿s re-initialization. It should be highlighted that in case of a new radiation exposure, this phenomenon could occur again. O this hardware reset has been correctly performed on (B)(6) 2024. New information has been provided following this hardware reset indicating that the patient has undergone a shock by an electrical fence. Since it is unknown the type of electrical fence: the type of electrical fence, the electrical parameters and therefore the impact of the subject device, the integrity of the device¿s function cannot be guaranteed anymore. Based on all data and information provided, since the pacemaker¿s integrity cannot be guaranteed anymore, a reintervention is recommended; however, this decision is solely left to the physician¿s discretion (and may eventually be supported / strengthened by observations during future follow-ups). Please refer to the attached analysis report.

Event description:
Reportedlt, the patient came in suffering from near syncope. Lead impedance and threshold were correct. The r -wave was rather small. In addition, there was an error in reading episodes. The ventricular egm and markers are not synchronized. There is a strange ECG in "deel 3". Is there a ventricular capture failure in "deel 3"?